Manufacturer narrative:
No product has been returned at this time. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed, and the dhrs showed the meter passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s wife called to report that the customer is unable to test using his adc blood glucose meter due to a fast-draining battery and showing a "low battery" icon. There was no report of symptoms however, caller reported customer had contact with a healthcare professional who administered an ¿emergency insulin¿ (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.